Event description:
The user facility reported that the tip of the wire broke off during a left radial access procedure. Follow-up communications with the user facility confirmed: while introducing a 6 french introducer sheath, the 0.21 nitinol wire stopped and failed to advance after a suspected artery "spasm"; the wire and guiding needle was removed; upon removal of the wire and needle, shearing of the wire and subsequent dislodgement of the tip of the wire was noted; the doctor confirmed this through fluoroscopy; the tip was left in the patient; the procedure was completed through the leg; and the patient is reported doing "fine".

Manufacturer narrative:
Results - based upon evaluation of returned sample and user facility information; based upon testing of reserve samples conclusions - based upon evaluation of returned sample and user facility information; 71 is based upon testing of reserve samples the involved device was returned & evaluated by qa at the manufacturing facility. The wire and needle were returned for evaluation. There were no visual defects with the needle. The wire was noted to have unraveled. An evaluation at 40x magnification confirmed the tip of the wire had broken and the coiling had unraveled. Inspection and testing on retain samples from the reported lot as well as the surrounding lots were conducted. A visual examination did not reveal any defects or anomalies and product performance specifications were met. A review of the device history record indicated that there were no production related problems from this lot number. Although a definitive root cause cannot be determined, there is no evidence that this event was related to a device defect or malfunction. The device labeling does address the potential for such an event in the instructions-for-use, which states: "caution do not withdraw the guide wire through the cannula, as shearing of the guide wire may result." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).